Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/09/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there is no complaint with the suture. The needle was bent slightly (not 45 degrees) to fit through an 8 mm trocar. It won't fit otherwise. We do not use 12 mm trocars just 8 mm. And the thread broke because the doctor threw the stitch and as I followed him we both pulled so the thread broke. It was not defected in any way. Needle and thread were removed from the patient. The rep did not have another suture to replace it so a v-loc was pulled to finish the case. I appreciate your time. Lot number what do you mean by ¿suture was bent at a forty-five degree angle¿? Did the needle bend? Did the suture thread fray? Did the suture break?

Event description:
It was reported that the patient underwent a hysterectomy procedure on (B)(6) 2016 and the barbed suture was used to close a vaginal cuff. During the procedure, a surgeon passed the barbed suture through the trocar, and when it was attached to the needle driver, the suture was bent at a forty-five degree angle. Then while pulling the suture to complete a closure, the thread broke right where the suture was bent. The surgeon opined that the suture was not defected in any way and the needle and thread were removed from the patient. There were no patient consequences reported. The procedure was completed with other suture.